Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. Customer¿s low blood glucose reading was 85 mg/dl. High blood glucose level was over 600 mg/dl. Auto mode was not active at the time of incident. Troubleshooting was not performed. The device will not be returned for analysis. No further patient complications were reported.